Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. Traces of utilization were visible. The screw was broken and the tip was missing. A device history record review was performed for the affected lot with no abnormalities or deviations detected. The dimensions relevant for the function of the product were measured. The outer diameter fulfills the specifications; wrong diameter, which could lead to the complaint condition, can be excluded. However, the thread lead was out of specification. This finding is an additional one, which did not lead to the complaint category. In context of this additional finding, a non-conformance report has been opened. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device broke during insertion; device not considered implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: hwc. Device broke during insertion. This device history record review is for sterilization procedure and non-sterile part: manufacturing location: sterile: (B)(4). Supplier: (B)(4). Manufacturing date: 29august2013. Expiry date: 01august2023. Non-sterile part 404.034 lot 8535031. Manufacturing location: (B)(4). Manufacturing date: 16july2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: locking compression plate ¿ anterolateral distal tibia (lcp-adt) was used for a distal tibia bone fracture case. At the procedure of inserting the third cortex screw after fixing the distal locking, the screw in question got broken at the head when the surgeon tightened the screw. Although the surgeon attempted to remove the broken tip, he eventually decided to remain the broken fragment of the reported screw because the patient was young. The surgery was complete with a twenty (20) minutes prolongation. The surgeon commented that the residual of the screw tip was expected to be removed together with implant after a year at the removal surgery. This is report 1 of 1 for (B)(4).